Event description:
It was reported that the patient experienced an infection over the location of the pump. Per the reporter, the pump has to be removed due to the infection. The "hospital treated pump and confirmed infection caused by 'something in the air'". The patient was told they had to "wait for 45 minutes" while she was under anesthesia before pump was available for implant. The patient planned to follow-up with the hcp for options regarding reimplantation of another pump. The patient was home at the time of the report in good condition.

Manufacturer narrative:
(B) (4).